Event description:
An allergan engineer reported a leak from the coolsculpting unit on 7/27/2021. The coolant leak allegedly caused mold accumulation in the fluid line system.

Manufacturer narrative:
Device involved in the event was not returned; therefore, a return sample evaluation was not performed. Multiple unsuccessful attempts have been made to obtain additional information and sample return.

Manufacturer narrative:
Corrected data: b2, d1, d3, d8, g1, g2.

Event description:
An allergan engineer reported a leak from the coolsculpting unit on (B)(6) 2021. The coolant leak allegedly caused mold accumulation in the fluid line system.

Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak from the coolsculpting unit.